Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp). Boston scientific technical services (ts) was consulted and upon further review of the episode, noted biventricular (biv) trigger pacing on p waves. Additionally, pace and shock impedance measurements were noted to increase as well as right ventricular (rv) lead capture thresholds. The right atrial automatic test (raat) was found to be in suspended mode due to noise and rates too high. This patient had a history of a previous twiddler syndrome episode where the rv lead dislodged and was repositioned. Further information was received that the rv, right atrial (ra) lead and left ventricular (lv) lead dislodged. It was decided to deactivate pacing and tachy therapy. It is planned to perform a lead revision in the near future. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp). Boston scientific technical services (ts) was consulted and upon further review of the episode, noted biventricular (biv) trigger pacing on p waves. Additionally, pace and shock impedance measurements were noted to increase as well as right ventricular (rv) lead capture thresholds. The right atrial automatic test (raat) was found to be in suspended mode due to noise and rates too high. This patient had a history of a previous twiddler syndrome episode where the rv lead dislodged and was repositioned. Further information was received that the rv, right atrial (ra) lead and left ventricular (lv) lead dislodged. It was decided to deactivate pacing and tachy therapy. It is planned to perform a lead revision in the near future. Further information was received that this device system was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp). Boston scientific technical services (ts) was consulted and upon further review of the episode, noted biventricular (biv) trigger pacing on p waves. Additionally, pace and shock impedance measurements were noted to increase as well as right ventricular (rv) lead capture thresholds. The right atrial automatic test (raat) was found to be in suspended mode due to noise and rates too high. This patient had a history of a previous twiddler syndrome episode where the rv lead dislodged and was repositioned. Further information was received that the rv, right atrial (ra) lead and left ventricular (lv) lead dislodged. It was decided to deactivate pacing and tachy therapy. It is planned to perform a lead revision in the near future. Further information was received that this device system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp). Boston scientific technical services (ts) was consulted and upon further review of the episode, noted biventricular (biv) trigger pacing on p waves. Additionally, pace and shock impedance measurements were noted to increase as well as right ventricular (rv) lead capture thresholds. The right atrial automatic test (raat) was found to be in suspended mode due to noise and rates too high. This patient had a history of a previous twiddler syndrome episode where the rv lead dislodged and was repositioned. Further information was received that the rv, right atrial (ra) lead and left ventricular (lv) lead dislodged. It was decided to deactivate pacing and tachy therapy. It is planned to perform a lead revision in the near future. Further information was received that this device system was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. It is expected to receive this product for analysis.